Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and analysis revealed the inner insulation had breached metal ion oxidation. It was noted that all conductors were distorted, all conductors were fractured (overstress), the outer insulation had cosmetic environmental stress cracking and cosmetic depression, there was blood in/on the helix/lobe mechanism and the lead was stretched.